Event description:
The report received by co stated: "catheter fractured and tip was left in right coronary artery. Catheter fractured at side holes during use as exchange catheter." Several attempts to get the device returned to co have failed.